Manufacturer narrative:
The insulin pump was received with an rf pic failed self-test alarm during self-test due to faulty rf board. The pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of an rf pic failed self-test from the insulin pump. The customer's blood glucose reading was 202 mg/dl. The mother stated that her son woke up with a rf pic failed self-test error on the insulin pump. The mother stated that her son checked his blood glucose this morning and the reading did not transfer to the pump. The customer was advised to perform rewind process again. The customer was advised to program a normal bolus in to the air. The customer stated that a temporary basal was programmed before the alarm occurred. The customer will be sent a replacement pump.